Manufacturer narrative:
510(k): report is for two (2) unknown plates. Other: UDI: part and lot number are unknown; UDI is unavailable. It is unknown if the plates were explanted, or simply re-positioned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a bone anchored maxillary protraction (bamp) procedure on (B)(6) 2015. During a post-operative, follow-up visit, it was discovered that the patient had developed an infection in the surgical area. The patient underwent revision surgery on (B)(6) 2016. Some of the hardware was removed and re-positioned. New screws were implanted as they were noticed to be loose. Infection was cleared and the patient's outcome was noted as being "good". This report is for two (2) unknown plates this is report 8 of 8 for (B)(4).